Event description:
It was reported that a malfunction occurred with the pump after it was dropped in the toilet. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support arranged to replace the pump. The customer reverted to an alternate method of insulin therapy.